Event description:
New information stated that the patient presented in clinic for a follow up on (B)(6) 2020. The device was found with additional stored episodes of post paced t wave oversensing during interrogation. The patient did not receive inappropriate high voltage therapy during the oversensing events. Programming changes were discussed. No intervention was reported. No patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up on (B)(6) 2019. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited stored episodes of post paced t-wave oversensing from (B)(6) 2019. The patient did not receive inappropriate therapy during the oversensing. The device was reprogrammed as recommended. No patient symptoms were reported.

Event description:
New information stated that the patient presented in clinic for a follow up on feb. 26th, 2020. The device was found with additional stored episodes of post paced t wave oversensing during interrogation. The patient did not receive inappropriate high voltage therapy during the oversensing events. The device was reprogrammed to address the oversensing episodes. No patient symptoms were reported.